Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010 (replacing another ICD) and it was connected to the already implanted ventricular lead (medtronic sprint fidelis). Several ventricular noise sensing episodes were stored in the holter memories. Reportedly, sensing issue observed during the few days after implant (whereas the measured values seemed to be normal).

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was mfg and used outside the united states. Analysis is pending.